Event description:
A customer reported that they obtained imprecise sequential readings on their precision easy meter. The customer reported that they obtained readings of 1.2 mmol/l and 7.9 mmol/l within a ten minute timeframe. When plotted on a parkes error grid the results fell within the "c" zones and are considered clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). The customer's meter and test strips have been requested for investigation. A follow up will be submitted when results are available.